Event description:
It was reported, that during stage 2 implant. The doctor, attempted to connect the right lead to the right extension. When doing this, they were unable to fully seed the lead into the extension connector. They backed the screw all the way out and attempted to reinsert the lead into the extension connector. Once they did that, with some resistance, they then tightened the screw and tested the impedances. They were all abnormal, so they attempted to disconnect and reconnect. Which resulted, in the same abnormal impedances. Doctor replaced the extension with a new one. And once it was connected and tested, the impedances were within normal limits. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: sensight, product ID: b3400060m (serial#: (B)(6)), product type: 0191-extension, implant date: 2024, explant date: 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the extension (s/n (B)(6)) found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It's unknown whether impedances were high, low, or both. Once the extension was replaced, impedances were normal, so cause seems to be related to the extension.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.